Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance with the device due to incorrect placement of the electrode array. The device was explanted (date not reported) and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed august 2, 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. This report is filed (B)(4).